Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, while prepping for the procedure, the physician noted that the snare loop would not retract back into the catheter sheath. No other damage was noted to the device. The physician was able to use another sensation medium stiff standard oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a sensation medium stiff standard oval snare was used during a polypectomy procedure within the colon on (B)(6) 2010. According to the complainant, while prepping for the procedure, the physician noted that the snare loop would not retract back into the catheter sheath. No other damage was noted to the device. The physician was able to use another sensation medium stiff standard oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due the detached cannula within the handle. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint that the device could not retract; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.